Event description:
The following has been reported: biomed reported: an lvp pump serial# (B)(6) that was reported, there was a problem with the pump. Customer cleaned the av (actuator valve) pins and loading guide. No problem found while testing pump. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for sticky pins. Some slight drag was observed when running test infusions, but the pump did pass. An internal investigation was performed and the pins were inspected. The pins had some slight contamination on them and were cleaned. Test infusion was re-run and slight previous drag was resolved.